Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead caused the patient to experience diaphragmatic stimulation. The lead was capped and the patient was downgraded to a dual chamber system.